Event description:
The complainant from the study reported that during impella cp support, the patient experienced myocardial wall perforation that was classified as severe. The patient underwent an echocardiogram which revealed left ventricle rupture with aneurysm in the mid infero-lateral wall. The patient required prolonged hospitalization and required intervention. The patient underwent cardiac surgery with the placement of prolene 3-0 sutures with pledgets pm the middle posterior wall and simultaneous bypass for complete revascularization using venous graft. The event was determined to be unrelated to the device, but probably related to the impella procedure. The patient is noted to have recovered without residual effects.

Manufacturer narrative:
The device was not returned for evaluation. Upon completion of the investigation, a supplemental MDR will be filed. Potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿. ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿

Manufacturer narrative:
The investigation for the reported ventricle perforation has been completed. The patient experienced myocardial wall perforation that was classified as severe; wall perforation confirmed via echo. No product or data logs were returned. The root cause of the ventricle perforation was not determined due to lack of sufficient clinical information. Added- h6 component code 925 d4-corrected model number f6/f8-should have been left blank in the initial report. G1 manufacturing site country. G2 report source added health professional.